Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 5x daily and his usual result is around ¿110 mg/dl.¿ the patient manages his diabetes with novorapid insulin (15 units 2x daily). It is not specified when the alleged issue began. The patient reported blood glucose results of ¿138 mg/dl and 130 mg/dl¿ with the subject meter and ¿108 mg/dl and 85 mg/dl¿¿ with another device, performed within 30 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied making changes to his usual management routine. About 3 hours after the initial meter comparison, the patient claimed he felt ¿under sugar¿ with symptoms of light sweating and dizzy. The patient ate half a chocolate as treatment and felt better an hour later. The cca was not able to walk the patient through troubleshooting. The patient refused replacement product to be sent. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.